Event description:
It was reported that device stopped ventilating on patient, tsr found note on device. No patient injury confirmed. The device alarmed. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The log file was analyzed for investigation. The restart could be confirmed on the reported time. Based on the log file entries a deviation within the software that monitors the turbine's rotational speed occurred, leading to a restart of the device being triggered. In this case, there is no actual deviation of the turbine speed present. The alarm condition was resolved by the restart. After the restart, ventilation was resumed with the last settings. Subsequently the ventilation was stopped by the user and the device has been set to standby mode. A deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. The device reacted to the detected deviation as specified and performed a restart. After restart ventilation continues immediately with previous settings at the latest after 12 sec. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.